Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the cause of the events could not be determined from the films provided. The anatomy at implant is unknown and earlier follow-up films were not provided for comparison; the patient was lost to follow-up. The reported stent graft migration and fractures were confirmed; however, the cause could not be determined. The neck was severely angulated and contained moderate levels of calcification. The majority of the bifurcate aortic body appeared to have been torn apart down to the level of the flow divider. No contrast was seen outside the torn section of the bifurcate; however, it is possible that any endoleak was ¿contained¿ within the thrombus which may have been pressurizing of the aaa. Just distal to the flow divider a 1cm length segment of the right/ipsi limb appeared to have been torn/fractured; a possible type iii fabric endoleak was seen. The cause could not be determined. The max diameter aaa measured 10cm, and the aaa extended into the right common iliac artery which measured approximately 9cm in diameter. It is possible that disease progression and morphology changes may have contributed to the migration which then led to the stent strut fractures and fabric tears. Images during and post-intervention were not available for return.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was lost to follow up. A CT identified that the bifurcated stent graft had migrated and fractured. Additionally, a proximal type I endoleak was observed. The aneurysm is now 8.6cm. The physician elected to implant an additional stent graft that was extended into the right external iliac artery. The physician then deployed another manufacturer's aortic plug in the left common iliac artery and performed a femoral to femoral bypass. The final angiogram revealed that the stent grafts were patent and that the proximal type I endoleak was resolved. Per the physician¿s statement, the cause of the proximal type I endoleak was due to the device migration. The cause of the device migration and fracture was unknown. No additional clinical sequelae were reported and the patient is fine.